Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 295 mg/dl. The customer declined to troubleshoot with tandem technical support. Reportedly, the elevated bg was addressed. No further information was provided by the customer.